Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/lower pelvic region"), sexual transmission of infection ("infection (other): sexual intercourse"), infection ("infection nos"), genital haemorrhage ("abnormal bleeding/excessive bleeding") and uterine adhesions ("bowels had to be lifted and separated from my uterus") in a 41-year-old female patient who had essure (batch no. E01921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation, essure and dilation and curettage". The patient's medical history included vaginal dryness, vaginal irritation, candidiasis, fibroids, adenomyosis and adhesion. Previously administered products included for an unreported indication: junel fe and lo loestrin fe. Concurrent conditions included acute hiv syndrome, digestion impaired, vaginitis, vulvovaginitis, nausea, vomiting, weakness, difficulty in standing, bradycardia, sore throat, nasal congestion, acute frontal sinusitis, flu-like symptoms, motion sickness, acne and labyrinthitis. Concomitant products included clindamycin for acne as well as abacavir sulfate; dolutegravir sodium;lamivudine (triumeq) since 2011, amoxicillin;clavulanic acid (augmentin), bupropion hydrochloride (wellbutrin) since 2018, docusate since 2017, doxycycline, ethinylestradiol;etonogestrel (nuvaring) from 2015 to 2016, fluticasone propionate (flonase), linaclotide (linzess) since 2014, nortriptyline since 2014 and spironolactone since 2014. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("low back pain"). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: chronic vaginitis"), urinary tract infection ("uti"), libido decreased ("hormonal changes describe: lower labido,"), breast enlargement ("larger breasts"), migraine ("migraines"), headache ("headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sexual transmission of infection (seriousness criterion hospitalization), infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), uterine adhesions (seriousness criterion medically significant), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), irritable bowel syndrome ("ibsc"), constipation ("constipation") and uterine cervical pain ("pain,felt like it was in the cervix"). The patient was treated with fluconazole, metronidazole and surgery (hysterectomy,salpingectomy(bilateral removal of fallopian tubes)bowel had to be separated from uterus and to separate adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sexual transmission of infection, infection, genital haemorrhage, uterine adhesions, vaginal infection, urinary tract infection, libido decreased, breast enlargement, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, alopecia, back pain, urinary incontinence, constipation, abdominal distension and uterine cervical pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, breast enlargement, constipation, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, infection, irritable bowel syndrome, libido decreased, menorrhagia, migraine, pelvic pain, sexual transmission of infection, urinary incontinence, urinary tract infection, uterine adhesions, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Approximate weight at the time of essure placement 133 lbs discrepancy noted in removal date previously reported as: (B)(6) 2017. In current follow up reported as: 30-mar-2017. It was reported that infection occurred two days after release from hospital required re-hospitalization for ten days and having to continue IV antibiotics through PICC line at home. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: added events infection nos. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/lower pelvic region"), genital haemorrhage ("abnormal bleeding/excessive bleeding"), sexual transmission of infection ("infection (other): sexual intercourse") and uterine adhesions ("bowels had to be lifted and seperated from my uterus") in a 41-year-old female patient who had essure (batch no. E01921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: junel fe and lo loestrin fe. Concurrent conditions included acute hiv syndrome and digestion impaired. Concomitant products included abacavir sulfate;dolutegravir sodium;lamivudine (triumeq) since 2011, bupropion hydrochloride (wellbutrin) since 2018, docusate since 2017, ethinylestradiol;etonogestrel (nuvaring) from 2015 to 2016, linaclotide (linzess) since 2014, nortriptyline since 2014 and spironolactone since 2014. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). In september 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)¸") and back pain ("low back pain"). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: chronic vaginitis"), urinary tract infection ("uti"), libido decreased ("hormonal changes describe: lower labido,"), breast enlargement ("larger breasts"), migraine ("migraines"), headache ("headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sexual transmission of infection (seriousness criterion hospitalization), uterine adhesions (seriousness criterion medically significant), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), irritable bowel syndrome ("ibsc"), constipation ("constipation") and uterine cervical pain ("pain,felt like it was in the cervix"). The patient was treated with surgery (hysterectomy,salpingectomy(bilateral removal of fallopian tubes)bowel had to be separated fromuterus and to seperate adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, sexual transmission of infection, uterine adhesions, vaginal infection, urinary tract infection, libido decreased, breast enlargement, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, alopecia, back pain, urinary incontinence, constipation and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, breast enlargement, constipation, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, irritable bowel syndrome, libido decreased, menorrhagia, migraine, pelvic pain, sexual transmission of infection, urinary incontinence, urinary tract infection, uterine adhesions, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Approximate weight at the time of essure placement 133 lbs. Discrepancy noted in removal date. Previously reported as: (B)(6) 2017. In current follow up reported as: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: hormonal changes describe: lower libido, larger breasts, abnormal bleeding (vaginal, menorrhagia),chronic vaginitis, utis,migraines / headaches, dysmenorrhea (cramping)¸dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, gastrointestinal or digestive system condition type: gerd, ibsc, hair loss, lower back pain, incontinence, constipation, bloating, pain,felt like it was in the cervix and bowels had to be lifted and separated from my uterus were added.lot number, new reporters,concomitant drugs and conditions were added. Event infection nos updated to sexual transmission of infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/lower pelvic region"), genital haemorrhage ("abnormal bleeding/excessive bleeding"), sexual transmission of infection ("infection (other): sexual intercourse") and uterine adhesions ("bowels had to be lifted and seperated from my uterus") in a 41-year-old female patient who had essure (batch no. E01921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation, essure and dilation and curettage". The patient's medical history included vaginal dryness, vaginal irritation, candidiasis, fibroids, adenomyosis and adhesion. Previously administered products included for an unreported indication: junel fe and lo loestrin fe. Concurrent conditions included acute hiv syndrome, digestion impaired, vaginitis, vulvovaginitis, nausea, vomiting, weakness, difficulty in standing, bradycardia, sore throat, nasal congestion, acute frontal sinusitis, flu-like symptoms, motion sickness, acne and labyrinthitis. Concomitant products included clindamycin for acne as well as abacavir sulfate;dolutegravir sodium;lamivudine (triumeq) since 2011, amoxicillin;clavulanic acid (augmentin), bupropion hydrochloride (wellbutrin) since 2018, docusate since 2017, doxycycline, ethinylestradiol;etonogestrel (nuvaring) from 2015 to 2016, fluticasone propionate (flonase), linaclotide (linzess) since 2014, nortriptyline since 2014 and spironolactone since 2014. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)¸") and back pain ("low back pain"). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: chronic vaginitis"), urinary tract infection ("uti"), libido decreased ("hormonal changes describe: lower labido,"), breast enlargement ("larger breasts"), migraine ("migraines"), headache ("headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sexual transmission of infection (seriousness criterion hospitalization), uterine adhesions (seriousness criterion medically significant), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), irritable bowel syndrome ("ibsc"), constipation ("constipation") and uterine cervical pain ("pain,felt like it was in the cervix"). The patient was treated with fluconazole, metronidazole and surgery (hysterectomy,salpingectomy(bilateral removal of fallopian tubes)bowel had to be separated fromuterus and to seperate adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, sexual transmission of infection, uterine adhesions, vaginal infection, urinary tract infection, libido decreased, breast enlargement, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, alopecia, back pain, urinary incontinence, constipation and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, breast enlargement, constipation, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, irritable bowel syndrome, libido decreased, menorrhagia, migraine, pelvic pain, sexual transmission of infection, urinary incontinence, urinary tract infection, uterine adhesions, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Approximate weight at the time of essure placement 133 lbs discrepancy noted in removal date previously reported as: (B)(6) 2017. In current follow up reported as: (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pain most recent follow-up information incorporated above includes: on 6-dec-2018: medical records received: event per pfs: novasure ablation, essure and dilation and curettage was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/lower pelvic region"), sexual transmission of infection ("infection (other): sexual intercourse"), genital haemorrhage ("abnormal bleeding/excessive bleeding") and uterine adhesions ("bowels had to be lifted and separated from my uterus") in a 41-year-old female patient who had essure (batch no. E01921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation, essure and dilation and curettage". The patient's medical history included vaginal dryness, vaginal irritation, candidiasis, fibroids, adenomyosis and adhesion. Previously administered products included for an unreported indication: junel fe and lo loestrin fe. Concurrent conditions included acute hiv syndrome, digestion impaired, vaginitis, vulvovaginitis, nausea, vomiting, weakness, difficulty in standing, bradycardia, sore throat, nasal congestion, acute frontal sinusitis, flu-like symptoms, motion sickness, acne and labyrinthitis. Concomitant products included clindamycin for acne as well as abacavir sulfate;dolutegravir sodium;lamivudine (triumeq) since 2011, amoxicillin;clavulanic acid (augmentin), bupropion hydrochloride (wellbutrin) since 2018, docusate since 2017, doxycycline, ethinylestradiol;levonorgestrel (nuvaring) from 2015 to 2016, fluticasone propionate (flonase), linaclotide (linzess) since 2014, nortriptyline since 2014 and spironolactone since 2014. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). In september 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)¸") and back pain ("low back pain"). On (B)(6)2016, the patient had essure inserted. In 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: chronic vaginitis"), urinary tract infection ("uti"), libido decreased ("hormonal changes describe: lower labido,"), breast enlargement ("larger breasts"), migraine ("migraines"), headache ("headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sexual transmission of infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), uterine adhesions (seriousness criterion medically significant), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), irritable bowel syndrome ("ibsc"), constipation ("constipation") and uterine cervical pain ("pain,felt like it was in the cervix"). The patient was treated with fluconazole, metronidazole and surgery (hysterectomy,salpingectomy(bilateral removal of fallopian tubes)bowel had to be separated fromuterus and to separate adhesions). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, sexual transmission of infection, genital haemorrhage, uterine adhesions, vaginal infection, urinary tract infection, libido decreased, breast enlargement, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, alopecia, back pain, urinary incontinence, constipation, abdominal distension and uterine cervical pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, breast enlargement, constipation, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, irritable bowel syndrome, libido decreased, menorrhagia, migraine, pelvic pain, sexual transmission of infection, urinary incontinence, urinary tract infection, uterine adhesions, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Approximate weight at the time of essure placement 133 lbs discrepancy noted in removal date previously reported as: (B)(6)2017. In current follow up reported as: (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6)2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality-safety evaluation of ptc incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.